Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty damage force sensor resistor. The device was also received with scratched lcd window, cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
It was reported via phone call that insulin squirted out of the tubing during prime. The blood glucose at the time of the incident was unknown. Troubleshooting was not performed. The device was returned for analysis.